Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient was presented in clinic for follow up. Patient had episodes of non sustained lead noise. Review of the egm revealed competitive atrial pacing blanking conducted ventricular events. Programming changes were made. Patient will continue to be monitored.